Event description:
Customer reported that the insulin pump returned multiple button error alarms. Customer reported that the buttons on the keypad were sticking for several days leading up to the call. Blood glucose level was 200 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump was received with all of the buttons functioning properly. However, corroded keypad traces noted during visual inspection. No unexpected button error alarms and stuck buttons noted. The insulin pump has minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.